Event description:
It was reported that an unknown navitor transcatheter aortic valve was implanted on an unknown date. A few weeks later the patient presented with chest pain. The device was discovered to have migrated to the aortic side. The patient went under cardiac surgery to explant the device. During the surgery the patient experienced a cardiac arrest and passed away.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device migration), angina, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the patient presented with chest pain few weeks later after the valve was implanted. The device was migrated to the aortic side. The patient went under cardiac surgery to explant the device. During the surgery, the patient experienced a cardiac arrest and passed away. Based on available information, a cause for the reported migration, angina, cardiac arrest, and death could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.